Event description:
It was reported to boston scientific corporation that an uphold lite was implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; thigh pain; painful intercourse; difficulties with bowel motions. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: ural for the treatment of: urine pain and infections. Treatment duration: (B)(6) 2019. On (B)(6) 2017 the patient commenced other medication (please specify): ovestin for the treatment of: vaginal pain. Treatment duration: 4 months. On (B)(6) 2017 the patient commenced cephalexin for the treatment of: infections. Treatment duration: 2 months. On (B)(6) 2017 the patient commenced physiotherapy for purpose: pelvic muscle strengthening. Treatment duration: 5 months. On (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): vagifem low for the treatment of: vaginal irritation and pain. Treatment duration: 15 months. The patient was treated with topical treatment (including oestrogen cream).

Manufacturer narrative:
Correction: b5, h6 patient, impact codes block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold lite was implanted into the patient on (B)(6) 2016. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep; back pain; vaginal pain; thi pain; pain inter; diff bowel; nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: ural for the treatment of: urine pain and infections. Treatment duration: 43800. On (B)(6) 2017 the patient commenced other medication (please specify): ovestin for the treatment of: vaginal pain. Treatment duration: 4 months. On (B)(6) 2017 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: infections. Treatment duration: 2 months. On (B)(6) 2017 the patient commenced topical treatment (including oestrogen cream): physiotherapy for the treatment of: pelvic muscle strengthening. Treatment duration: 5 months. On (B)(6) 2018 the patient commenced topical treatment (including oestrogen cream): vagifem low for the treatment of: vaginal irritation and pain. Treatment duration: 15 months. The patient was treated with topical treatment (including oestrogen cream).

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.